Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device confirmed the followings; the reported event was able to be reproduced. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by defect of the imaging unit of the distal end or the imaging cable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified procedure, the entire screen became black and showed no endoscopic image. There was no report of patient injury associated with this event.